Manufacturer narrative:
Event date: the exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 17169570/17169570, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was also noted that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information could be obtained.